Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Button error alarm, unresponsive button, and black dot on screen were not verified due to blank display. No audio beep anomaly during testing noted. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm, and the customer was unable to clear the alarm due to the buttons not responding. The customer's blood glucose was 120 mg/dl. The customer stated that she jumped into the pool with the insulin pump on prior to receiving the alarm. Troubleshooting was done. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.